Event description:
Peripheral intravenous (piv) hub was taped to patient per standards of care. An unstageable injury was noted under the gauze which was padding the IV hub which was caused by the flanges on the piv hub.